Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed based on no samples returned.

Event description:
It was reported that a black fiber was noticed in bd 1ml syringe luer-lok¿ tip after drawing up medication. Customer states: "on (B)(6) 2019, the reporter contacted regeneron medical information via phone to request replacement of 1 vial of eylea and has 1 vial and the box available for return. The reporter was instructed to retain the product for retrieval. The reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2019, , there was a black fiber in the syringe after drawing up the medication from the vial. The doctor drew up the medication in the syringe and the doctor noticed there was a black fiber in the syringe after withdrawal. The doctor then brought the syringe to the reporter and told her what happened. The doctor threw away the prepared syringe with the black fiber inside. The patient successfully received a dose from another vial. The reporter stated the doctor only gave her the empty box and empty vial; she did not see the black fiber in the empty vial. She stated ¿she knows¿ the doctor drew the black fiber up in the syringe because that was when the doctor saw it and brought it to her and told her what happened. No further information was available at the time of this report."

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black fiber was noticed in bd 1ml syringe luer-lok¿ tip after drawing up medication. Customer states: "on (B)(6) 2019, the reporter contacted regeneron medical information via phone to request replacement of 1 vial of eylea and has 1 vial and the box available for return. The reporter was instructed to retain the product for retrieval. The reporter denied any adverse events or missed doses due to this event. Per the reporter, on (B)(6) 2019, there was a black fiber in the syringe after drawing up the medication from the vial. The doctor drew up the medication in the syringe and the doctor noticed there was a black fiber in the syringe after withdrawal. The doctor then brought the syringe to the reporter and told her what happened. The doctor threw away the prepared syringe with the black fiber inside. The patient successfully received a dose from another vial. The reporter stated the doctor only gave her the empty box and empty vial; she did not see the black fiber in the empty vial. She stated ¿she knows¿ the doctor drew the black fiber up in the syringe because that was when the doctor saw it and brought it to her and told her what happened. No further information was available at the time of this report."